Event description:
It was reported that when the asymptomatic patient presented for generator change due to normal eri, externalized conductors were observed on the lead. The electrical function of the lead was tested and no anomalies were detected. The lead was capped and replaced on (B)(6) 2017. The patient remained stable before, during, and after the procedure and will continue to be monitored. Based on the review of the diagnostic views provided to abbott (st. Jude medical), the conductors appear to be externalized.